Event description:
It was reported that a skin reaction occurred. The wearable was inserted into the arm on (B)(6) 2025. Prior to sensor insertion the area was prepped with alcohol. On (B)(6) 2025, the patient experienced a cellulitis infection under the sensor pod area only. On (B)(6) 2025, the patient consulted a health care provider who prescribed an oral antibiotic medication (doxycycline, unspecified dosage) for the infection. On (B)(6) 2025, the patient had a follow up visit with the doctor and the doctor decided to cut open (lance) the area where the skin reaction was. The patient visited the doctor again on (B)(6) 2025 and was advised to continue their prescription of doxycycline. At the time of the follow up contact, the patient was feeling better. No product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).